Manufacturer narrative:
The date of the incident was incorrectly reported as (B)(6) 2015. The initial reporter is unsure when the incident occurred, only that it occurred 4 months prior to the date that the qa team was notified ((B)(4) 2016).

Manufacturer narrative:
(B)(4) is used as the only detail that is reported is that the wound opened, however it is not provided if the device broke or slipped or contributed to this condition in any way.

Event description:
According to the reporter: after use by the doctor in the patient the wound on the patient opened. No further information is provided and the product will not be returned.

Manufacturer narrative:
(B)(4). The lot number of the device was requested but the account could not provided these details and could not be obtained through product return as the device was discarded by the account. The only detail about the status of the device was that the device was cut and it is unclear as to if this means that the device was cut and removed from the patient or that the device was found cut at the time of the wound opening. Additional information is being requested for further clarification.

Event description:
Per additional information from the reporter: the original procedure is believed to have been a gastrostomy and 3 days later the patient returned to the operating room for re-closure and washed for infection. The only detail provided in regard to the device is that it was cut.